Event description:
It was reported that during a surgical procedure using the coblator ii surgery system the physician noted a burning smell being emitted from the controller. The procedure was completed and no pt complications were reported as a result of this event.

Manufacturer narrative:
Add'l MFR narrative: the pt identifier, age, weight and gender were not available.